Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the device won't turn on. No patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 wont power on. Technical support: keypad: customer would like to send in unit under warranty repair. Transferred to repair team for further assistance. A serial number was not provided therefore a review of the device history record cannot be performed. Based on troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
The customer reported that the device won't turn on. No patient involvement.